Event description:
It was reported to ventec that the device was displaying a "patient circuit disconnected" alarm. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Additionally, the initial reporter did not provide the device's serial number.

Manufacturer narrative:
Ventec provided the reporter, a respiratory therapist (rt), with technical assistance. The rt verified that there were no occlusion or leaks of excessive volumes and there had been no additional alarms. Ventec provided the rt with educational materials, including troubleshooting information. The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined.